Event description:
I had coolsculpting on my abdomen on (B)(6) 2025. I noticed hard and large lumps in four places where the suctions were placed on my abdomen. I told this to the clinic that did the coolsculpting and went in to be checked by the medical director. He confirmed and diagnosed me with pah (paradoxical adipose hyperplasia). I was told the only way to fix the extra fat and deformed abdomen is to have liposuction done but that I had to wait at least 9-12 months or it could return.